Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 9/20/96. On 9/21/96, blood was noted n the shuttle tubing and the iabp was not functioning. The balloon was placed in stand-by mode. The iab was removed and another iab was inserted. Event complications: none from the event - rpt'd 9/23/96 and 10/11/96. Pt current status: o.h.s on 9/25; on iabp.